Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Two hundred sixty six sensing integrity counts (sic) since last session 1 day ago. No stored episodes are available to confirm atrial oversensing. Atrial pace impedance steady at approximately 418 ohms through (B)(6) 2015, slowly rises to over 50 ohms (B)(6) 2015 and remains steady, then rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high impedance,no capture, and noise during arm movement. A lead fracture is suspected. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.